Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0612 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby0612) have been reported from the same facility.

Event description:
It was reported the y-site on the huber (the inner blue septum on the y-site) leaked upon infusion (not accessed prior to).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 20 ga x 0.75 in safestep infusion set was returned for investigation. Use residue was observed within the sample. The sample was flushed with water using a 12 ml and was found to be patent to infusion. During pressurization, a bead of water was observed to leak at the blue valve at the ¿y¿ site. The IFU states, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ as a bead of water was observed to leak, the complaint is confirmed. A lot history review (lhr) of reby0612 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby0612) have been reported from the same facility.

Event description:
It was reported the y-site on the huber (the inner blue septum on the y-site) leaked upon infusion (not accessed prior to) .